Event description:
During a remote follow-up, there was loss of capture (loc) observed on the right ventricular (rv) lead. Technical support was contacted for recommendations to resolve the event. There was no intervention completed and the patient remained stable.